Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph procedure, it was noted that the tip was damaged and the fiber started forward-firing. The fiber was replaced and another fiber was used to complete the procedure. Patient outcome: "ok" reported. There was no injury to the patient reported.

Manufacturer narrative:
Event description updated, device available for evaluation updated, device codes added, device evaluated by manufacture updated, evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber is also broken within the outer flow tubing at open end; the outer flow tubing open end is partially attached to cap; the fiber glass cap detached, however, the glass and metal caps are still secured by outer flow tubing; the fiber was tested with hene laser fixture, aim beam was visible at outer flow tubing fiber break; the glass cap exhibits moderate devitrification at the output window; the outer flow tubing open end wall integrity is compromised, and exhibits signs of melting, and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: the first fiber: 1,800 joules used and 2 minutes expended. The fiber tip (cap) was not cleaned during the procedure.